Event description:
It was reported that the doctor got a high lead impedance during re-implantation of the new generator. The surgeon also saw fluid in the outer tubing of the lead wire. He indicated that he did not see any puncture in the inner tubing. The surgeon reported that the lead wire could have been compromised while explanting the old generator. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.